Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, suture needle easily popped off when the device is not a pop-off suture.